Event description:
It was reported that a patient enrolled in the (B)(4) study underwent a bilateral total hip arthroplasty on (B)(6) 2009. Subsequently, patient underwent a left hip irrigation and debridement on (B)(6) 2009 due to infection. Operative report confirmed all components were removed and cement molds were implanted. Patient underwent left hip reimplantation on (B)(6) 2009. The cement molds were removed and replaced with a total hip system.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2013-04563 / 04566).